Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited non-sustained right ventricular oversensing due to noise. No intervention was performed.

Manufacturer narrative:
Date of explant was missing in the previous MDR and should had been included.

Event description:
New information states that the patient presented for right ventricular lead explant procedure. During the procedure, superior vena cava was torn by the laser sheath. The tear was repaired. The physician elected to remove the entire system. The patient was in a stable condition.